Manufacturer narrative:
An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope had a reprocessing error replacing the acecide levels. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by handling device in accordance to the following sections of the instructions for use: 8.1 troubleshooting. 3.9 inspecting the disinfectant solution¿s concentration level. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.